Event description:
The ophthalmic coordinator reported that the phaco handpiece was not working during surgery. They switched out the handpiece to complete the procedure after a 20 minute delay. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).